Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the up and down arrows and contrast keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Event description:
Patient contacted animas on (B)(6) 2012 alleging that they received a letter in regards to the animas pump keypad issue. Patient reported that with his pump, the up arrow button is sticking. Patient states that he has to press the button down hard, and several times before the button responds. Patient states that there is no damage noted to the keypad at this time. Patient noticed the issue 2 months ago. Patient denies any trauma or moisture to the pump at this time. The product was replaced. At this time there is no evidence that the product caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.